Manufacturer narrative:
Consumer has not returned.

Event description:
Consumer alleges her cool mist humidifier caught on fire and burned the cord. There was not a report of property damage or injury with this incident.